Event description:
It was reported that during an mtp arthrodesis the screwdriver attachment bent and the compression instrument is bent and had broken-off prongs. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 12-apr-2023 nen: further information revealed that the devices were damaged inside the patient. The surgeon cannot confirm that no particles are milled off when screwing in. For this reason, the wound was rinsed to ensure that nothing remains in the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-8944dh serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted that the driver¿s tip has a black mark all around. Loss of geometry was observed on the hexalobe of the driver. The most likely cause for the reported failure can be attributed to wear and tear.